Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no information provided about the impact on the customer's blood glucose level. The pump, which was under warranty, was replaced by the technical support team, and the customer was instructed to return the problematic pump using a pre-paid label. The customer declined to share information regarding any backup therapy they might use to ensure insulin delivery.